Event description:
It was reported to boston scientific corporation on (B)(6), 2009 that a jagwire was used during an endoscopic retrograde cholangiopancreatography procedure performed on (B)(6), 2009 (patient gender, age and weight are unknown).according to the complainant, during unpacking, there was a crack about 5 mm from the tip. This procedure was completed using another jagwire.there were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Device evaluation: visual inspection revealed that the pebax tubing of the distal tip was damaged. The condition suggests that the pebax section was constrained during a clinical attempt. No other damage or inconsistencies were noted. The complaint description does not provided a clear indication if the device was used in accordance with the labeling. The risk of the reported event is addressed within the labeling as follows, "do not use the guide wire if any defect is found during inspection. Please return any defective product to boston scientific". The device history record was reviewed and no issues or anomalies were found. No other similar complaints have been reported for this lot number. The root cause of failure could not be determined with certainty. However, since this event occurred during the device's removal from the packaging hoop, there is a high likelihood that the event was related to handling. During removal, the device may have become caught on the edge of the dispenser tube. The resistance encountered could then possibly compromise the integrity of the poly tip and result in the observed damage. As a result of this investigation, this complaint has been assigned the most probable root cause of handling damage. (B)(4)

Event description:
It was reported to boston scientific corporation on (B)(6) 2009 that a jagwire was used during an endoscopic retrograde cholangiopancreatography procedure performed on (B)(6) 2009. According to the complainant, during unpacking, there was a crack about 5 mm from the tip. This procedure was completed using another jagwire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).